Event description:
The hcp reported that since the last two refills of the drug pump, there is volume discrepancy such that they expect to withdraw 2 cc from the pump but are withdrawing 8 to 9 cc. The hcp also reported, that the patient's pain level has been increasing. An x-ray was performed and no disconnections or any discrepancies were found. The hcp also indicated that a study will be performed. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.